Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that there was an e228 error code and scope ID data corruption during inspection for use involving an olympus endoeye flex 3d deflectable videoscope. There was no patient injury reported.